Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified the drive connector is detached from the reamer shaft. The end of the shaft is cracked. The diameter of the flex shaft is conforming to print specification. The cutting edges of the reamer head exhibit wear & tear that indicates repeated use during a potential field age greater than 9 years. Returned device verifies that the reported lot number is correct. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery an instrument fractured. However, no health consequences or impact to the patient were reported. Attempts have been made and no further information has been provided.